Event description:
The device was returned to the service center with a report from the customer contact that there were multiple errors in history. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device touchscreen did not respond when pressed.

Manufacturer narrative:
During testing the device touchscreen was found to be nonresponsive. The probable cause was due to a broken touchscreen extender cable. Contamination from fluid ingress on the device touchscreen was also found during testing and this can also alter the touchscreen characteristics. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.